Event description:
Customer's mother called and reported that her daughter had experienced elevated bg levels while using the device. She stated that her daughter had a fever and an ear infection. Her bg levels fluctuated between 200 and 500 until the next morning, and she was taken to the hospital at 11:00am. At the hospital and a new pod with new insulin was activated (bg 500) and she was also given IV drip insulin. Activated a new pod. Her bg was 212 and continued to fluctuate between 200 and 475 mg/dl. She was also given injections. On the next day, they activated a new pod in the morning. All of the product involved was disposed of at the hospital. No further info was provided.

Manufacturer narrative:
The device involved in the reported incident was disposed of and will not be returned to the manufacturer for evaluation. Unable to confirm any product malfunction. No conclusion can be reached at this time. This complaint will be considered complete and closed. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.